Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was hot to touch. Upon inspection, the whole unit was found wet and the battery housing had rust in the bottom of it with a spring missing. This occurred during infusion. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the last 12 months. The reported issue was confirmed through visual inspection. Device emits a very foul odor, and the entire inside is covered in corrosion, contamination, rust, unknown liquid, and possibly mold. Further investigation found that the downstream occlusion (dso) seal is delaminated and corroded. The device is beyond economic repair. (Ber).